Event description:
A pt reported new pain in her back and numbness in the thoracic spine. An MRI without contrast on (B)(4) 2010 revealed an abnormal signal (granuloma) in the spinal canal at the t7 location. A spinal catheter segment was replaced/spliced on (B)(4) 2010. It was noted that the severity of the issue was moderate, and etiology was related to the medication. The intrathecal drugs being administered were as follows: hydromorphone (20 mg/dl, 5.511 mg/day, pa dose: .301 mg), bupivacaine (30 mg/ml), clonidine (3500 mcg/ml), and compounded baclofen (1000 mcg/ml). The pt's outcome following the revision was resolved without sequelae.

Manufacturer narrative:
(B)(4).